Event description:
It was reported patient underwent a revision procedure one month post implantation due to articular surface dislocation. The articular surface dislocation occurred after the patient fell. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: persona partial articular surface catalog # 42518200509 lot # 66260447. Articular surface catalog # 42529900301 lot # 66530313. Partial tibial catalog # 42538000501 lot # 66524581. H6: mechanical (g04) - femur. G2: japan. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.